Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was not turning on. Analysis of the system log file showed that the suite pc lost connection with the x-ray pc. During troubleshooting, the fse identified that the power supply at suite pc was defective, and the suite pc had no power. The fse swapped the power supply from the defoa x-ray pc to existing pc and replaced the pdu dual switch module (dsm). After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the power distribution unit dual switch module and returned the system to use in good working order.